Event description:
It was reported that during implantation of a vena cava filter, a "small fragment" of the filter detached. No attempt was made to retrieve the detached fragment, and the filter remains implanted. There was no reported pt injury.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.